Event description:
Dexcom changed their adhesive back in late 2019. Prior to this change I had no problems with it. After that date I have had chemical burn like skin reactions every time. I have tried as barriers: flonase, skin tac, multiple types of hydrocolloid. I have had a reaction to each sensor every 10 days with a new one. You'll notice multiple sites on my stomach in different stages of healing. This has to be addressed immediately with dexcom. FDA safety report ID# (B)(4).